Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
The patient presented to the hospital complaining of shortness of breath. An echocardiogram found - a small area of blood - outside the heart. Cardiac perforation was suspected. The ventricular lead was repositioned on (B)(6) 2010. On (B)(6) 2010, the lead exhibited less than 100 ohms impedance, loss of sensing and high capture threshold at 5.5 v. The lead was explanted. At explant lead damage was noted, which was suspected to have occurred during the repositioning.